Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Tap. It was reported that 817 days after implantation of a 3.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal right coronary artery (rca), "just proximal to the previously placed stent." A pre-intervention stenosis of 95% was reported. Percutaneous transluminal coronary angioplasty (ptca) was performed with a 3.0mm maverick balloon. A 3.5x16mm taxus stent was deployed at 22 atm in the region of the lesion. The stent was post-dilated with a 4.0 quantum maverick balloon. A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received heparin and integrilin during the procedure. Patient complications were reported as "none." The patient presented 817 in-stent restenosis in the proximal rca. Ptca was performed on the lesion using a 3.0 voyager balloon. Subsequently, a 3.5x18mm cypher drug eluting stent was deployed at 18 atm in the region of the lesion. A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient reportedly "tolerated the procedure well and did not have any complaints." Complications were reported as "none."